Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the leadless implantable pulse generator (ipg) could not be interrogated.  The  implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.